Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/17/2018 that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. The complaint device was returned 07/31/2018 for evaluation. Performed visual inspection and passed. Performed voltage test and passed. Performed pairing test with nordic bluetooth device and passed. Performed transmitter functional testing and passed. Performed share log review and a loss of connection found on issue date. The reported event of a loss of connection was confirmed. The probable cause cannot be determined.